Manufacturer narrative:
E1: reporting institution name: wuhan fourth hospital ((B)(6) hospital). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen interface was damaged. The oxygen interface of the machine cannot be separated from the external oxygen supply interface. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the oxygen interface was damaged. The oxygen interface of the machine cannot be separated from the external oxygen supply interface. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the oxygen interface was damaged. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the issue was actually caused by the customer and that there was actually no malfunction with the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.